Manufacturer narrative:
Device received in a critical alarm pump error 55 notification screen loop at boot up and unable to be downloaded, fault isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify absence of audio alarm anomaly due to pump error 55 alarm loop.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of incident was 35 mg/dl. Customer was treated with food for low blood glucose. Customer also reported that the insulin pump was not alarming and had a beep anomaly. Customer reported they did not hear the differences between the two audio beep volumes. Customer was using the auto mode. The insulin pump will be returned for analysis.